Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that an 840 ventilator had a blank screen. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), backlight inverter printed circuit board (pcbs) and upgraded the software to the current revision. The unit passed extended self-testing.